Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. There have been 3 other complaints reported in the lot. The product investigation could not identify a root cause for the reported complaint. New information indicated that the lens was explanted. The explanted lens was not returned for an evaluation. The file indicated that the company lens 21.5 diopter lens was removed and replaced with a non company lens with less diopter (20.0). The difference of being 1.5 diopters less may suggest that the replacement lens diopter was a better selection for the patient's visual needs or preference. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that the lens caused terrible nighttime halos and starburst with lights even during the day. Nighttime driving is a big issue and would lose the ability to drive at night. It was further mentioned that she would have the lens explanted soon. Additional information was received stating the lens was explanted approximately after sixteen months from the date of implantation. There are two medical device reports associated with this patient. This report is associated with the left eye.